Manufacturer narrative:
Additional contact: (B)(6) memorial hosp (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited system fault after starting volumetric testing. No adverse effects were reported.